Event description:
It was reported that the patient presented to the ER after receiving hv therapy. Patient was asymptomatic. Upon review of episodes it was found that atrial fibrillation with stable ventricular responses led to the inappropriate therapy. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.